Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-11827 - device 2 of 2

Event description:
Unomedical reference number (B)(4). Event occurred in the united states , on (B)(6) 2024, it was reported that two infusion set was fell off during use and infusion set is long for 1 day. No further information available.